Event description:
It was reported that in the uti pediatrics, the physician reported that after successfully making puncture and passage of all the devices in the patient's right jugular, difficulty was met when attempting to remove the swg from the catheter. After several unsuccessful attempts were made to withdraw the swg, it was necessary to remove both the catheter and swg. However, the same issue occurred. See MDR 1036844-2014-00330 for second complaint with the same patient. The patient involved is a (B)(6) old male with severe hepatopathy and pneumonia. The swg was said to be "damaged" as a result of this occurrence, however, until the sample was returned it was unclear what exactly the issue was.

Manufacturer narrative:
(B)(4).